Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the adhesive of the bending section rubber and the insertion section were damaged. -the angulation was insufficient due to the stretch of the angle wire. -due to the wear of the friction plate, the angulation was not fixed sufficiently. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error e226 was displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the scope communication error e216 was displayed on the monitor. There was no report of patient injury associated with the event.